Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not able to resolve upstream and downstream occlusions during programming/setup. This occurred in the central supply area. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, not able to resolve downstream occlusions was not reproduced. A review of the event history log revealed 'downstream occlusion!' Message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration downstream sensor. The force sensor requires replacement to address this issue. During functional testing, not able to resolve upstream occlusions was not reproduced. A review of the event history log revealed 'upstream occlusion!' Message. The reported condition was verified. The cause of the condition was determined to be continuity flex on the ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.